Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted in an emergency surgery on 01-may-2024. Reportedly, there was a wound over the implant. More details to follow.re-implantation is being considered. No date has been scheduled yet.

Event description:
The device was explanted in an emergency surgery on (B)(6) 2024. Reportedly, there was a wound over the implant. Re-implantation is not being considered at the moment due to the user's skin problems which are thought to be caused by tinea capitis disease.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage which is as expected as the device was explanted due to repeated implant site infections with skin dehiscence, necrosis and extrusion. The user has a history of radiotherapy to the skull as a child and has current diagnosis of tinea capitis, which is thought to have contributed to the reported skin problems. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore it is unlikely that it was the source of the infection, but device contribution to its severity cannot be excluded. This is a final report.